Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation. Their blood glucose levels read high, over 500 mg/dl.